Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device failed to display an image, with issues such as no image appearing, the image turning black, or inability to obtain an image. This occurred during setup or inspection for use (either during room setup or prior to patient entry). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a failure in dr board (printed circuit board), the image is interrupted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in dr board, the image is interrupted. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.